Event description:
Customer reported intermittent images with gray lines. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded the software. System operates as intended. This MDR is related to ge healthcare complaint number.